Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned. Additional product code for this report includes hwc.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011.

Event description:
It was reported that during a tfn nail procedure, the nails locking mechanism was in the down position. The surgeon had to back out the helical blade and the inserter, remove the nail, and re-adjust the locking mechanism in the nail. He then reinserted the same nail, used the same inserter and blade and placed them in the proper position, and was able to complete the procedure with no further problem. Nothing was broken into the wound, nothing to retrieve. This is report 1 of 1 for complaint (B)(4).